Event description:
A nurse reported during setup the footswitch wasn't responding. The staff brought in another system and the case was completed. There was no patient involvement as no patient had been prepped for the case.

Manufacturer narrative:
The facility ordered a new footswitch. The replaced footswitch was received for evaluation. A visual assessment of the returned sample showed normal wear. No nonconformities were observed. The returned footswitch was tested on a calibrated system and passed all testing with no abnormalities observed. The footswitch was then tested on the footswitch tester and passed all testing. The footswitch was found to be within specifications and no further testing was performed. The reported footswitch not responding was not able to be duplicated, and the footswitch was found to be within specifications. Therefore, the root cause of the customer reported event is unknown, and cannot be determined at this time. A review of the complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).